Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned to manufacturer.

Event description:
It was reported that the patient felt anxious and annoyed as there was a full power disconnect on the controller. There was no audible alarm, but the controller screen went black. There was no vad stop seen in the history, but there was a confirmed double power disconnect. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) hvad pump was not returned for evaluation. One (1) controller was returned for evaluation. Various an alyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the controller met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Initial testing of the device indicated that the controller was able to alarm when both power sources were disconnected. Additional testing was performed and involved exposing the controller to temperatures between 30 degrees celsius to 50 degrees celsius to determine if the 'no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. The results revealed that the controller was able to adequately sound the "no power" alarm. As a result, the reported "no audible alarm" event could not be confirmed. Visual inspection revealed loose power port 1 and serial port connectors. Additionally, visual inspection revealed the serial cap missing. This is an additional observation not related to the reported event; likely due to handling of the device. Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 02:51:38 and 02:51:43 respectively. The data point prior to the loss of power revealed that an active adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 96% relative state of charge (rsoc). The data point after revealed that (B)(4) was connected to power port 1 with 77% rsoc and an active adapter was connected to power port 2. Additionally, log file analysis also revealed one (1) vad disconnect alarm logged on 01/june/2017. As a result, the reported event was confirmed. Based on an investigation conducted, the most likely root cause of the reported loose connector event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Loose serial port connector. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Based on the available information, the most likely root cause of the vad disconnect alarm event may be attributed to a physical disconnection of the driveline from the controller, likely during controller exchange. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. Other devices involved in this event: (B)(4), pump h6: method code(s): FDA 4114; FDA 4112 h6: result code(s): FDA 213 h6: conclusion code(s): FDA 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported a loss of power with a failure of the "no power" alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power up and motor start event on (B)(4) 2017 at 02:51:38 and 02:51:43 respectively. The data point prior to the loss of power revealed that an ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 96% relative state of charge (rsoc). The data point after revealed that (B)(4) was connected to power port 1 with 77% rsoc and an ac adapter was connected to power port 2. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and a loose serial port with the cap missing. This is an additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer has an open internal investigation to evaluate loose connectors. Initial testing of the device indicated that the controller was able to sound when both power sources were disconnected. Additional testing was performed and involved exposing the controller to temperatures between 30°c to 50°c to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources, given that both power sources were replaced. Analysis of the controller revealed the "no power" alarm functioned as expected. Note: the controller contained the old software (no smr upgrade). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices: medical device: pump/ (B)(4) / model #1103 / exp. Date: 2018-12-31/UDI#: (B)(4). Device available for evaluation: no. Device manufacture date: 2016-12-31. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also reported that they experienced a ventricular assist device (vad) stop.